Event description:
Device 2 of 2 reference MFR report: 1627487-2014-01509. The patient is implanted with two ipgs. Both devices are being reported as it is undetermined which system is experiencing the issue. It was reported the charging systems will not locate the left-side ipg and the patient programmer is displaying a communication error message. Reportedly, the patient has not recharged the devices in over one month and stimulation was subsequently lost around the same time. Follow-up confirmed the ipg is inoperable. However, the patient has declined surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.